Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 9680001-2020-00014. During the procedure, there was no contact force reading on the catheter. The catheter was exchanged which did not resolve the issued and the procedure was cancelled.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter met specifications during leak testing, electrical testing, and temperature testing. Optical fiber 3 no longer met specifications for optical signal properties and no contact force was displayed when connected to the tactisys quartz unit. Further investigation revealed an adhesive-like substance in the optical fiber cavity, consistent with the optical signal issue observed and the reported contact force issue. Actions have been taken to prevent reoccurrence.